Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer passed away on (B)(6) 2015 in the emergency room. The caller reported the customer was transported to the emergency room on (B)(6) 2015 and passed away shortly after. The official cause of the customer's death was from cardiac arrest. The customer's blood glucose was unknown at the time of death. The caller reported the customer experienced low blood glucose around 30 mg/dl prior to their death. It was also reported the customer had plaque in the arteries and atherosclerosis. The caller also reported the customer did not use sensors and was not wearing one at the time of death. It was also reported the customer was wearing the insulin pump at the time of their passing. The caller declined to return the insulin pump at the time of the call.